Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot # was provided. Review of device history record for this lot is forthcoming.

Event description:
Device issue: failure to cross/dislodged stent. Time of device issue: during the procedure. Adverse event: continued bleeding/dislodged stent remains free floating in pt's anatomy. Onset of adverse event: during the procedure. It was reported that the graftmaster 3.0 x 12 mm stent was being used to treat a perforation in the middle of a non-abbott stent in the distal left anterior descending artery (lad). The non-abbott stent was deployed during a previous procedure. A 2.5 mm unk, non-compliant balloon catheter was used to dilate the stent and then an attempt was made to advance the graftmaster, but it would not cross. The graftmaster was being removed for additional dilatation and the stent graft dislodged from the stent delivery system in the lad. The stent was left free floating in the pt's vessel. There is no reported plan for treatment of the dislodged stent. The pt was discharged from the hosp on (B)(6) 2010. No additional event or pt info is available.